Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 batch number 2105338 was received for investigation. Functional testing with synergy rf equipment did not find issues with the device's functioning. Visual evaluation found that the aspirating probe ceramic face electrodes are damaged /broken. This event is most likely caused by prying/leveraging the device against bone/bony tissue and the use of the device for an extended period of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9811 apollo rf mp90 aspirating ablator had two of the little barbs on the probe break off and loose in the joint. This was discovered when the probe was in the sub-acromial space decompressing during a shoulder scope procedure on (B)(6) 2022. All broken fragments were retrieved, and case was completed without further issues.